Event description:
During the procedure, the balloon would not deflate and had to be removed from the patient while still in the scope, then had to be cut to remove from the scope. There was no harm to the patient. Staff stated that this is the 2nd device in recent weeks wherein the balloon would not deflate. It is unknown if the two devices are from the same lot.